Manufacturer narrative:
(B)(4). Date sent: 3/6/2017. Batch # m55m10. The analysis results found that the sr75 reload was received with no apparent damage. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an anterior resection procedure, the blade is cutting tissue as it should but the "staple isn't operate". Unknown how case was completed. There were no adverse consequences for the patient.